Event description:
It was reported patient was experiencing ineffective coverage and one of the drg lead migrated and confirmed via x-ray and the other lead exhibited high impedances in most contacts. Surgical intervention was undertaken where both the leads were replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.